Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on his left side on or about (B)(6) 2007. Since his surgery, patient has been harmed by severe metal poisoning and metallosis from the metal debris of the asr implants. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on his left side on or about (B)(6) 2007. Since his surgery, patient has been harmed by severe metal poisoning and metallosis from the metal debris of the asr implants. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain and elevated ion levels.